Event description:
Same case as MDR ID# 2134265-2011-03995. It was reported that during preparation for a rotational atherectomy treatment procedure a guide wire fracture occurred. The advancer knob of a 1.25mm rotablator rotalink plus unit would not move, therefore this device was exchanged for another of the same. During platforming outside of the body, the second 1.25mm rotablator rotalink plus unit was noted to be making a "thumping" noise and the burr sheared off the tip of the 325cm rota guide wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as fine.

Event description:
Same case as MDR ID# 2134265-2011-03995. It was reported that during preparation for a rotational atherectomy treatment procedure a guidewire fracture occurred. The advancer knob of a 1.25mm rotablator rotalink plus unit would not move, therefore this device was exchanged for another of the same. During platforming outside of the body, the second 1.25mm rotablator rotalink plus unit was noted to be making a "thumping" noise and the burr sheared off the tip of the 325cm rota guide wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
Age at time of event 18 years or older. Device evaluated by MFR: the rotalink plus unit was received for analysis. Visual analysis revealed that the body of the rotablator advancer was unsnapped and that the handshake connection between the advancer and catheter was unattached. The connection of the catheter device was found to be jammed into the catheter sheath. As a result, the catheter sheath was cut open to retrieve the handshake connection. Upon examination it was noted that the coil of the catheter was kinked and that the handshake connection of the catheter unit was bent. The catheter handshake connection was then successfully attached to the advancer unit. The burr and coil was microscopically examined and then annulus of the burr was noted to be misshapen. There were no scratches that exposed any brass on the plated back half of the burr. An attempt was made to wet test the advancer unit and no speed was achieved. The rotablator advancer unit was dismantled and a melted ultem was evident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The dfu states "never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer". Therefore the root cause classification is user related. (B)(4).

Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).